Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("she has already been sterilized with essure procedure and since then has had pain") in a 32 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("hysteroscopic thermal endometrial ablation ¿ hta" on (B)(6) 2014), device ineffective ("incomplete occlusion of the left fallopian tube" on (B)(6) 2014) and contraceptive device removal incomplete ("retained left coil" on (B)(6) 2023). The patient had a medical history of termination of pregnancy (dilation and curettage) and uterine ablation (procedure hysteroscopy with hydrothermablation endometrial ablation. After essure sterilization the cavity was ablated with 90 degree centigrade normal saline for 7.5 minutes under directvisualization.) In 2014 and smoker (quit date: (B)(6) 2016; years since quitting: 6.), covid-19, obesity, diabetes mellitus, abdominal pain, metrorrhagia (intermenstrual bleeding), stomach cancer, uterine cancer, breast cancer, termination of pregnancy, therapeutic abortion (g7 p3 t2 p1 a4 tab4 sab0 e0 m0 l3), postpartum hemorrhage, breast feeding, depression (depression in pregnancy), cystitis, onychomycosis, vaginal itching, parity 3 and multi gravida. Previously administered products included: nuvaring. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3103 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (bilateral laparoscopic salpingectomy on (B)(6) 2023; hysteroscopy removal of retained coil on (B)(6)). The reporter considered pelvic pain to be related to essure administration. The reporter commented: 20-jan-2023: she has already been sterilized with essure procedure and since then has had pain. Physician advised to have tubes removed for essure. Removal to see if improvement in pain. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: proximal position of the bilateral devices, with the proximal inner coils trailing into the uterine cavity bilaterally; 2. Incomplete occlusion of the left fallopian tube, with spilling into the peritoneal cavity [hysteroscopy] on (B)(6) 2014: coils placed with mild resistance on right and moderate resistance on left. Neither side allowed instrument to reach the black band during insertion into fallopian tubes. Complete coils protruding into uterine cavity: right = 9; left = 13; on (B)(6) 2023: indications: retained essure coil. Description: physician inserted the grasper retractor into the hysteroscopic out flow channel and removed the essure coil under hysteroscopic guidance in multiple passes, physician removed all visualized pieces of the coil. Patient visualized the essure device at the end of the procedure. [Laparoscopy] on (B)(6) 2023: findings: normal bilateral ovaries and uterus. Palpable firmness lateral at cornua to interstitium on left. Essure coil not visualized in tubal lumen on left. Right essure coil removed. The essure coil was not present in the left tube and palpation of the cornua identified an area just posterior and cephalid to the interstitium which felt firm and consistent with essure device. The tip of the coil was unable to be identified with close inspection in this area. The same procedure was repeated on the left. The essure coil was encountered and brisk bleeding was noted lateral to that. The coil was grasped and gently removed in its entirety [pathology test] on (B)(6) 2023: clinical history preoperative diagnosis: fallopian tube microinsert surveillance. Procedure: salpingectomy laparoscopic. Final pathologic diagnosis: a. Bilateral fallopian tubes, bilateral salpingectomy: complete cross-sections of fallopian tubes identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed with essure microinsert in place nos lot number 853560 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: update of information (batch is invalid). Upon internal review, event medical device removal was replaced with pain since insertion. Events added (incomplete occlusion of left coil; retained coil) and diagnostics/interventions completed (laparoscopy, hysterosalpingogram, second hysteroscopy on (B)(6) 2023 for removal of retained coil after bilateral salpingectomy on (B)(6) 2023). Removal date was updated to (B)(6) 2023. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("she has already been sterilized with essure procedure and since then has had pain") in a 32 year-old female patient who had essure inserted for female sterilisation. Product or product use issues identified: medical device monitoring error ("hysteroscopic thermal endometrial ablation ¿ hta" on (B)(6) 2014), device ineffective ("incomplete occlusion of the left fallopian tube" on (B)(6) 2014) and contraceptive device removal incomplete ("retained left coil" on (B)(6) 2023). The patient had a medical history of termination of pregnancy (dilation and curettage) and uterine ablation (procedure hysteroscopy with hydro thermoablation endometrial ablation. After essure sterilization the cavity was ablated with 90 degree centigrade normal saline for 7.5 minutes under direct visualization.) In 2014 and smoker (quit date: on (B)(6) 2016; years since quitting: 6.), covid-19, obesity, diabetes mellitus, abdominal pain, metrorrhagia (intermenstrual bleeding), stomach cancer, uterine cancer, breast cancer, termination of pregnancy, therapeutic abortion (g7 p3 t2 p1 a4 tab4 sab0 e0 m0 l3), postpartum hemorrhage, breast feeding, depression (depression in pregnancy), cystitis, onychomycosis, vaginal itching, parity 3 and multi gravida. Previously administered products included: nuvaring. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3103 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2023. The patient was treated with surgery (bilateral laparoscopic salpingectomy on (B)(6) 2023; hysteroscopy removal of retained coil on (B)(6). The reporter considered pelvic pain to be related to essure administration. The reporter commented: on (B)(6) 2023: she has already been sterilized with essure procedure and since then has had pain. Physician advised to have tubes removed for essure. Removal to see if improvement in pain. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: proximal position of the bilateral devices, with the proximal inner coils trailing into the uterine cavity bilaterally; 2. Incomplete occlusion of the left fallopian tube, with spilling into the peritoneal cavity [hysteroscopy] on (B)(6) 2014: coils placed with mild resistance on right and moderate resistance on left. Neither side allowed instrument to reach the black band during insertion into fallopian tubes. Complete coils protruding into uterine cavity: right = 9; left = 13; on (B)(6) 2023: indications: retained essure coil. Description: physician inserted the grasper retractor into the hysteroscopic out flow channel and removed the essure coil under hysteroscopic guidance in multiple passes, physician removed all visualized pieces of the coil. Patient visualized the essure device at the end of the procedure. [Laparoscopy] on (B)(6) 2023: findings: normal bilateral ovaries and uterus. Palpable firmness lateral at cornua to interstitium on left. Essure coil not visualized in tubal lumen on left. Right essure coil removed. The essure coil was not present in the left tube and palpation of the cornua identified an area just posterior and cephalid to the interstitium which felt firm and consistent with essure device. The tip of the coil was unable to be identified with close inspection in this area. The same procedure was repeated on the left. The essure coil was encountered and brisk bleeding was noted lateral to that. The coil was grasped and gently removed in its entirety. [Pathology test] on (B)(6) 2023: clinical history. Preoperative diagnosis: fallopian tube micro insert surveillance. Procedure: salpingectomy laparoscopic. Final pathologic diagnosis. A. Bilateral fallopian tubes, bilateral salpingectomy: complete cross-sections of fallopian tubes identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed with essure micro insert in place nos. Lot number: 853560 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-nov-2023: quality safety evaluation of ptc. An invalid lot number was received in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3003 days after essure insertion, she underwent asurgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal / hydrothermablation endometrial ablation") in a 32 year-old female patient who had essure inserted (lot no. 853560) for female sterilisation. Product or product use issues identified: medical device monitoring error ("procedure hysteroscopy with hydrothermablation endometrial ablation. After essure sterilization the cavity was ablated with 90 degree centigrade normal saline for 7.5 minutes under directvisualization." On (B)(6) 2014). The patient had a medical history of smoker (quit date: 14mar2016 years since quitting: 6.), covid-19, obesity, diabetes mellitus, abdominal pain, metrorrhagia (intermenstrual bleeding), stomach cancer, uterine cancer, breast cancer, termination of pregnancy, therapeutic abortion (g7 p3 t2 p1 a4 tab4 sab0 e0 m0 l3), postpartum hemorrhage, breast feeding, depression (depression in pregnancy), cystitis, onychomycosis, vaginal itching, parity 3 and multi gravida. Previously administered products included: nuvaring. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3103 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy / laparoscopic salpingectomy). At the time of the report, the outcome of medical device removal was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: clinical history, preoperative diagnosis: fallopian tube microinsert surveillance. Procedure: salpingectomy laparoscopic. Final pathologic diagnosis. A. Bilateral fallopian tubes, bilateral salpingectomy: complete cross-sections of fallopian tubes identified. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: endometrial ablation performed with essure microinsert in place nos. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received: event "endometrial ablation performed with essure microinsert in place nos" added, lot number, reporters information race information medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer, on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal"). In a 41 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, (B)(6) days after essure insertion. She underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered, medical device removal to be related to essure administration. Quality safety evaluation of ptc: for essure, no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2023, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.